Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg did not provide adequate pain relief. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well post operatively. The explanted device will not be returned due to facility policy.